Event description:
It was reported that during implant of the left ventricular lead, the coronary sinus was dissected. The lead was not implanted.

Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.